Manufacturer narrative:
The insulin pump was received with severely scratched lcd window, damage display window cover, cracked keypad at select button, keypad overlay texture damage, faded serial number label, missing retainer, missing reservoir tube o-ring and scratched around casing. Analysis was unable to perform displacement test due to missing retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had transparent circular plastic in the reservoir attachment part which had came off. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump was returned for analysis.